Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) event for which this device delivered anti-tachycardia pacing (atp). After the atp was delivered, it was noted that the rhythm deteriorated into ventricular fibrillation (vf). The device successfully converted the vf episode by delivering electric shocks. Boston scientific technical services (ts) was consulted and a slight delay in therapy was noted during the vf episode due to the morphology this rhythm presented. Reprogramming options were offered. No additional adverse patient effects were reported. At this time, this device system remains in service.